Event description:
Customer requests internal water pathway replacement.

Manufacturer narrative:
The customer requested an iwpr and sent the device to carioquip. The device was tested, and cfu counts exceeded the acceptance criteria set by cardioquip. The device went through an internal water pathway replacement and afterwards, according to lab results, the cfu count met the acceptance criteria. The device was inspected and is fully functional.